Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose level was not impacted. No troubleshooting was performed, the customer was to use a spare pump for insulin therapy.